Event description:
Attorney alleges plaintiff developed multiple physical symptoms including breast pain, hardness, arm pain, lumps, leakage/gel bleed, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.